Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had an audio anomaly and no delivery alarms. The device would not make any sound when alarming. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.